Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon popped at 15mm when attempted to be inflated. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: device code 1074 captures the reportable event of balloon burst. Block h10: investigation results: a visual examination of the returned complaint device found that the balloon was torn longitudinally. No other visible issues were noted on the device. Based on the available information, the failure reported by the physician may be related with some factors; lesion characteristics, handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure could have resulted in the failure reported. Therefore, it is possible that factors and/or conditions related to procedure during the use of the device could have affected its performance and its intended purpose, leading to the reported event. The most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon popped at 15mm when attempted to be inflated. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.